Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection delivery into the eye. The lens was removed intraoperatively. In a separate surgery a replacement lens was implanted. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).